Event description:
It was reported that the reaching only 10% amplitude. There was patient contact but no patient injury. Additional information received on 15mar2017: the failure happened during the surgery procedure, and surgery was delayed by 30 minutes (arranged another handpiece). Linked to mfg. Report numbers: 3006697299-2017-00049, 3006697299-2017-00050, 3006697299-2017-000451. (Similar problem, different patients, different handpieces).

Manufacturer narrative:
Integra has completed their internal investigation on august 14, 2017. Results: the product was returned to the service centre. Reported failure was confirmed; during investigation it was observed that the handpiece had high quiescent power and was not recovering under the load due to damaged transducer. However, the cause of the transducer failure was not determined DHR review; based on the DHR documentation and service history review, damaged transducer's serial number was (B)(4), thus integra manufactured device. Complaints history; (B)(4). No further action is required. Future complaints will be continued to be monitored and trended. Conclusion: the failure analysis investigation has concluded the cause of the handpiece failure was due to faulty transducer serial number (B)(4). However, the cause of the transducer failure was not determined.

Manufacturer narrative:
Investigation completed 5/12/17. Product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed, see attached in trackwise. Date of manufacture: july 2015. Service history: no service history; this is the 1st time that the handpiece was to be returned. The DHR review has been deemed satisfactory. (B)(4). Product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed and complaint system updated including the trending review accordingly per complaint evaluation and investigation procedure.